Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date. Without the product information.

Event description:
The customer tested his blood on the contour, contour next and a different meter. The readings were 30mg/dl apart. Specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not expected to be returned nor was it replaced.